Event description:
It was reported the customer had a no reservoir alarm on their insulin pump that could not be cleared. Customer stated they had pressed the escape and act buttons at the same time and was unable to clear the alarm. Customer also reported a no delivery alarm occuring during a prime. Customer stated insulin was unable to exit with a plunger push. The customer's blood glucose was 8.7 mmol/l. Customer was advised to change out their entire set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.